Manufacturer narrative:
Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked blood on the patient's hand and the needle would not retract properly. The following information was provided by the initial reporter: "the chemo unit has noticed an issue with the auto-guard IV angiocaths recently. There is a problem with retracting properly and blood dripping back from the IV over the patients hand. They had several from a particular lot # they were noticing the problem with ¿ it is lot# 0169672, size 22g x 1¿ IV angiocath."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte" autoguard" bc shielded IV catheter leaked blood on the patient's hand and the needle would not retract properly. The following information was provided by the initial reporter: "the chemo unit has noticed an issue with the auto-guard IV angiocaths recently. There is a problem with retracting properly and blood dripping back from the IV over the patients hand. They had several from a particular lot # they were noticing the problem with - it is lot# 0169672, size 22g x 1" IV angiocath."